Event description:
A customer contacted physio-control to report that their device unexpectedly lost power three times during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control cqe reviewed the electronic records and was able to verify 4 unexpected power offs on 03/16/21. A cause of the reported issue could not be determined.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue.

Event description:
A customer contacted physio-control to report that their device unexpectedly lost power three times during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.